Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device. Patient previously had a sling device implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.